Event description:
The report from the customer indicates that the waveforms were lost for an undetermined time period.

Manufacturer narrative:
(B)(4): the report from the customer indicates that the waveforms were lost for an undetermined time period. The limited available information is not sufficient to support that there was any health risk. Philips is reporting this event in abundant caution. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.